Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (572 mg/dl) and small ketones. Customer alleged there was an issue with the infusion set site; however, the site was not observed to be compromised. Customer delivered a bolus, insulin injections, and changed the site to resolve the reported issue. Reportedly, the customer began using a different infusion set type.